Manufacturer narrative:
The returned device was evaluated and performed as designed. No issues were found that would result in the pod not delivering insulin. No malfunction or other product condition that would have contributed to reported hyperglycemia was found.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER (emergency room) visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
Patient's blood glucose reached 515 mg/dl while wearing the pod between 4 and 24 hours on the leg. Patient was taken to the emergency room, diagnosed with hyperglycemia and "uncontrolled diabetes mellitus." Treatment included administration of intravenous fluids and insulin (novolin). Patient's blood was collected and several lab tests were conducted. The physician advised to change the site of pod application. Blood glucose history, in relation to this event, is as follows: (B)(6).